Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient had radiation treatment in the past, and had striations in his bladder. The patient reported that he normally used pads, but the cunningham clamp kept the urine in his bladder. He said he guessed there was too much pressure on his bladder which was already injured from radiation. He stated he started ¿bleeding like crazy¿ and was rushed to the hospital and had emergency surgery.

Event description:
It was reported that the patient had radiation treatment in the past, and had striations in his bladder. The patient reported that he normally used pads, but the cunningham clamp kept the urine in his bladder. He said he guessed there was too much pressure on his bladder which was already injured from radiation. He stated he started ¿bleeding like crazy¿ and was rushed to the hospital and had emergency surgery.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although no product catalog # or lot number was returned, cunnigham clamps share the same IFU. The instructions for use were found adequate and state the following: ¿exact adjustment of pressure is achieved by the ratchet catch on the regular and large sizes and the adjustable snap button on the juvenile size. To release the catch on the regular and large sizes, merely press inward on both the spring wire loops. Be sure that the clamp is not set so tight that it will interfere with the blood circulation." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.